Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted because during a lead revision, the physician damaged the screw mechanism. The lead revision was due to sensing r waves of less than 2.0 mv and a three fold rise in pacing thresholds. Should additional information be received, this file will be updated.